Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2019-13211, 2938836-2019-13212 it was reported that patient presented in clinic for routine follow up where several episodes of non-sustained right ventricular oversensing episodes were observed. Patient was asymptomatic. Review of session records revealed post-paced t-wave oversensing was due to atrial undersensing. Programming changes were made. Patient was stable before, during and after.